Event description:
As reported, during a procedure, a foreign material (hair) was found when the modified onflex mesh package was opened. There was no patient injury.

Manufacturer narrative:
As reported, foreign material (hair) was found when the modified onflex mesh package was opened. Preliminary evaluation of the returned sample finds that the foreign material presents itself on top of the inner sterile envelope within the first fold. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, foreign material (hair) was found when the modified onflex mesh package was opened. Preliminary evaluation of the returned sample finds that the foreign material presents itself on top of the inner sterile envelope within the first fold. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Addendum: this supplemental MDR is submitted to document the result of sample evaluation. Evaluation of the sample finds upon opening the tyvek envelope a foreign material (hair) is present within the envelope as reported. Investigation finds the condition may have originated at manufacturing area during sealing/ inner packaging manufacturing process (since hair like foreign matter was found on the mesh). Based on the sample evaluation and investigation performed, the root cause of the reported event was determined to be manufacturing related. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, a foreign material (hair) was found when the modified onflex mesh package was opened. There was no patient injury.